Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system they replaced the checkpoint system. After replacement and install of new checkpoint. System works as intended. B01, c13, d02 the checkpoint was returned to the manufacture for evaluation and is under analysis at this time. B21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D9/h2/h3/h6: the checkpoint was returned and tested. It was found to communicate on all ports. Port 5 was tested for over 2 hours without any packet loss. No failure was found. Codes b01, c19 and d14 are applicable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to medtronic for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that  when the manufacturing representative (rep) was performing an imaging system calibration and the camera was not seeing the active instruments, but was seeing the imaging system tracker. There was an amber light on the camera. Technical services (ts) had the rep go into the ndi toolbox and the polaris spectra system control unit (scu) was not connected. Removed covers and reseated the network cable from the checkpoint to the scu. The amber light turned off. Ts had rep go back into 3dcal to verify that everything was working. It was working for a few seconds and tracking the active instruments, but then the camera went amber again and stopped tracking the active instruments. Ts had the rep swap to a different lan port and that seemed to resolve the connection issue. There was no patient present when this issue occurred. The suspected cause is likely due to a port checkpoint (lan5).